Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17530886 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex pro ruptured. There was no reported patient injury. It was replaced with a new powerflex pro (7mm*20mm) and successfully inflated to dilate the lesion. The procedure was completed successfully. This was an endovascular vascular treatment (evt) case. The powerflex pro was inserted and inflated. However, back-flow was confirmed, and the physician removed the device from the patient.

Manufacturer narrative:
The balloon of a powerflex pro ruptured. There was no reported patient injury. It was replaced with a new powerflex pro (7mm*20mm) and successfully inflated to dilate the lesion. The procedure was completed successfully. This was an evt (endovascular therapy) case. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was prepped according to the IFU. The device prepped normally. The physician felt something strange when the device was deflated during its preparation. The powerflex pro was inserted and inflated to a maximum inflation pressure of 10 atmospheres (atm). However, back-flow was confirmed, and the physician removed the device from the patient. The same indeflator was successfully used with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There was no unusual force used at any time during the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile powerflex pro 6mm x 2cm 80cm balloon catheter was returned for analysis coiled inside a plastic bag. Per visual analysis of the device no anomalies were noted. Per functional analysis a syringe (lab sample) filled with water was attached to the inflation lumen on the hub of the unit and pressure was applied. A leakage was observed in the balloon on the proximal balloon area. Per sem analysis the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon revealed evidence of bulged / peeled off balloon material and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object. It is very likely that the same factors that caused the observed bulged / peeled off balloon material and scratch marks on the balloon outer surface led to the rupture condition found on the balloon. The internal surface of the balloon did not reveal any evidence of damages. No other anomalies were found during the analysis. A product history record (phr) review of lot 17530886 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics although unknown) may have contributed to the burst as evidenced by peeling of material and scratch marks adjacent to the balloon rupture noted during analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a powerflex pro ruptured. There was no reported patient injury. It was replaced with a new powerflex pro (7mm*20mm) and successfully inflated to dilate the lesion. The procedure was completed successfully. This was an evt case. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was prepped according to the IFU. The device prepped normally. The physician felt something strange when the device was deflated during its preparation. The powerflex pro was inserted and inflated to a maximum inflation pressure of 10 atmospheres (atm). However, back-flow was confirmed, and the physician removed the device from the patient. The same indeflator was successfully used with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There was no unusual force used at any time during the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown.